Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. The guide and pin were returned for evaluation. Hardness and dimensions taken are within specification. The pin is seized inside the cut guide. Two of the other cut guide holes exhibit heavy galling inside. The pin exhibits heavy galling. The lot number on the pin cannot be seen. The device history records for the guide were reviewed and identified no deviations or anomalies. The pin's lot number is unknown and hence the device history record can not be reviewed. The guide had a potential field age of approximately two years. The pin's lot number is unknown and hence its field life can not be completed. This device is used for treatment. A definite root cause cannot be determined with the information provided.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 2 of 2 mdrs filed for the same patient (reference 1822565-2016-04613).

Event description:
It is reported that the drill pin became stuck in the guide during surgery. The same cutting guide was utilized to complete the procedure.